Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the IV bag busted in the drawer and liquid spilled on the controller board. A field service engineer observed the drawer controller was burnt out. A field service engineer replaced the controller boards-restarted the station to resolve the issue. E.1. Initial reporter facility: (B)(6). The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was smoking, and 2 drawers were stuck. The customer stated that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.